Event description:
It was reported when using the bd pyxis medstation es system not showing up loaded medication, the customer stated that they received a new product in a few months ago (hydromorphone 0.5 mg/0.5 ml syringes) so a new product entry was built in the system to be able to associate a barcode to the product then be able to load it into a few of our pyxis machines. In the system it shows that it is loaded and stocked but when I get a new order via meditech for a dose of this medications, meditech is showing that it is not loaded in any of our machines. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident that the system was not showing up loaded medication. A technical support specialist performed to resent pocket load messages from the es server to meditech and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es not showing up loaded medication, the customer stated that they received a new product in a few months ago (hydromorphone 0.5 mg/0.5 ml syringes) so a new product entry was built in the system to be able to associate a barcode to the product then be able to load it into a few of our pyxis machines. In the system it shows that it is loaded and stocked but when I get a new order via meditech for a dose of this medications, meditech is showing that it is not loaded in any of our machines. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.